Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device fired but did not staple. Sutures were placed to facilitate a second access. The pt received a temporary stoma to ensure anastomotic security. Procedure was prolonged by 60 minutes.